Event description:
The customer reported that the monitor would not show an image, and the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was reset and parts were replaced. The system was then found to be operating as intended.